Event description:
It was reported that the catheter detached from the fixation. When performing a chest x-ray, it was confirmed that the catheter was already in the patient's heart vessels, requiring surgical intervention to remove the catheter. Was the reported incident noticed before, during, or after catheter implantation? After catheter implantation, during use of the material. Was there any harm to the patient/health professional? When performing a chest x-ray, it was confirmed that the catheter was already in the patient's heart vessels. Was there a need for medical and/or surgical intervention due to the event (imaging exams, surgery, medication administration, etc)? Surgical intervention was required to remove the catheter. What measures are taken after identifying the aforementioned deviation? How was the procedure completed? Surgical intervention was required to remove the catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs0870 showed one other similar product complaint(s) from this lot number.